Event description:
Pt admitted to e.d. Approx 2.0 hrs post hemodialysis with abdominal pain. Blood specimens noted to be grossly hemolyzed in lab upon admission and again 8 hours later. Elevated ldh and troponin levels noted. Pt's hgb dropped significantly, requiring 3 units of prbcs. It should be noted that routine pre dialysis bloodwork was drawn and sent to lab in 05 which had no hemolysis. Post dialysis bloodwork was hemolyzed.